Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument and performed a device evaluation. Failure analysis confirmed the reported complaint. The instrument was found to have thermal damage on the monopolar yaw pulley and distal clevis. It was noted the instrument had 7 lives remaining. As of 04/07/2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided by the site for review. A log review was conducted and it was confirmed the permanent cautery hook (420183-12) n10180404-507 was last used on (B)(6) 2018 during a prostatectomy procedure with system sh0465. This complaint is being reported because thermal damage proximal to the ceramic sleeve is evidence of electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information that are blank were either unknown or unavailable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's 3rd usage and, therefore, had not expired. Implant date is blank because the product is not implantable. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, a permanent cautery hook (pch) instrument had arced. The procedure was completed with a backup instrument and there was no report of patient harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgical task most likely performed was a lymph node dissection. The settings were 50 pure cut / 70 coagulate fulgurate. The robotic coordinator noted the ceramic sleeve of the pch was cracked when returning it to intuitive. There was no harm to the patient, and no intra-operative/post-operative complications due to the reported issue. The robotic coordinator indicated they were unable to provide any additional information and stated they did not have access to patient¿s charts.